Manufacturer narrative:
The sample specimen was collected in a bd vacutainer tube. The instrument is within qc specifications with respect to controls (accuracy) and reproducibility (precision). Qc are run three times a day and the results before and after the event were within the established limits. A bci field service engineer (fse) replaced parts and the aspiration pump and erythrolyze pump which was leaking. The root causes for this event were due to parts that were replaced and adjusted during subsequent instrument servicing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high rbc and hgb results generated on the coulter lh 780. The samples were repeated on another unit and lower results were obtained. Patient data are not available. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.